Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR.: a mustang device 10 x6cm, 14atm,135cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal from the proximal markerband. The inflation device was verified at 14 atmospheres before and after use with a calibrated pressure gauge. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcifed subclavian vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, a leak of the contrast material was noted. A pinhole was also noted on the balloon material which may have contributed to the leak. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified subclavian vein. A 10.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, a leak of the contrast material was noted. A pinhole was also noted on the balloon material which may have contributed to the leak. The procedure was completed with another of same device. No patient complications were reported.